Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) result from a single pt that was generated by the access instrument. The accu tni result was 0.89ng/ml. The result was reported out of the lab. The customer re-tested the pt original sample for accu tni. The repeated accu tni result was "<0.01." There was no info why the sample was re-tested. No additional info regarding this event was provided by the customer. The customer indicated that they did not receive any report of pt injury, requiring medical intervention or change to pt treatment attributed to or connected with this event.